Event description:
Rptr received two sizes of the nasal-aire CPAP interface which appear to have a material compatibility problem. It also appears that the company is aware of the problem and that a recall has been instituted, but is not being called a recall. The plastic connectors which join the soft silicone tubing are softened and partially collapsed. On the small size, the flow area may be reduced by half or more. On the large size, the reduction is noticable, but not as pronounced. Rptr was heard on internet message boards about this problem since the middle of 2002. These samples rptr received came from a distributor stock in december 2002. The message boards generally have stated that the MFR has replaced the product on request. Rptr was told by a rep of the company that this problem was known, and that the company had not instituted a 'recall' per se, but had been 'swapping out' product in the field. It appears as though no attempt has been made to get defective product back.